Event description:
The manufacturer received information that a user became unresponsive while using a continuous positive airway pressure (CPAP) device and associated humidifier, resulting in hospitalization for an unknown period of time. A physician reportedly stated device malfunction contributed to the event. The user was reportedly discharged home. The manufacturer's investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer made numerous attempts to obtain additional information and requested return of the device for investigation. No further information has been provided, and no product has been returned. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. This device is not a life support device. Based on the information available, the manufacturer is unable to confirm the reported event, and concludes no further action is necessary at this time. If further information becomes available, the manufacturer will file a supplemental report.